Manufacturer narrative:
Upon inspection by a ge field engineer, the collimator ring did not have the three holes for the safety screws and therefore, no safety screws were in place. The problem has been fixed. A request for more patient information has been sent.

Event description:
It was reported that the radiology technician was centering the x-ray tube above the patient's hand when the collimator detached, fell, and was hanging by the cable attached. No injury was reported.